Event description:
The customer called tandem technical support to be walked through the load process. The customer's blood glucose level was 411 mg/dl due to eating in the morning and delaying to take a bolus. The customer was able to complete load and resume insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.